Event description:
Customer reportedly received results of 265 mg/dl and 135 mg/dl within 10 minutes on the compact plus system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek compact plus system: test drum lot number 20657141, expiration date 06/30/2008.

Manufacturer narrative:
The suspect product is the compact test drum.